Event description:
Reporter alleged having extremely high blood glucose device readings on her meter and going to the hospital where she was treated with insulin. Reporter stated device results were above 500 mg/dl and went to the hospital due to the high results. Reporter stated the hospital lab test result was 215 mg/dl and was taken within five minutes of the original device result. Reporter indicated being treated with an unknown amount of insulin. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.